Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "upon routine inspection of loaner set instruments, it was noticed that the trial was cracked."